Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient alert was triggered due to oversensing on the patient's right ventricular (rv) lead. Examination confirmed that the rv lead was fractured, therefore detections were deactivated until the rv lead was later explanted and replaced. It was also reported that during explant, the helix of the rv lead was unable to be retracted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.